Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer's blood glucose value was 28 mmol/l. Customer treated with manual injection. Customer states insulin pump had blank display. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states display did not return after insulin pump restart. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.